Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drops were not observed to be dripping out of the infusion set tubing. A cartridge change was performed to address the issue and the customer observed air bubbles within the cartridge tubing. Blood glucose level was 370 mg/dl and the customer reverted to manual injections for insulin therapy.